Event description:
It was reported that during an unknown procedure, no staples deployed and no crunch was heard after the device fired. The trigger could not be compressed further. Half cut ring was deployed without staples. The other half ring was not cut with some scattering staples. The surgeon used hand cut and sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what type of procedure was the device used in? Procedure for prolapse and hemorrhoids. What degree of hemorrhoids did the patient have? Unk. The scattering of the staples, were these deployed to the tissue or seen in the surgical field? The staples were seen in the surgical field. If the scattered staples were deployed to the tissue what was there appearance (b-formation, irregular, legs straight)? Na.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device. The analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what type of procedure was the device used in? What degree of hemorrhoids did the patient have? The scattering of the staples, were these deployed to the tissue or seen in the surgical field? If the scattered staples were deployed to the tissue what was there appearance (b-formation, irregular, legs straight)?